Event description:
It was reported that pump displayed malfunction alarm and customer contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, and advised that pump use could continue with instructions to call back if any malfunction alarm returned.